Event description:
It was reported that the patient presented with loss of capture and increased/high impedance. When the pocket was opened, the physician noted exposed wiring, with insulation breakage, possibly due to the "implant technique" of the previous doctor. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; distal segment returned and analyzed.